Manufacturer narrative:
Certas plus (ID 828804) has been returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected and needle holes in the needle chamber were noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. At the time of investigation, no occlusion issues with the valve were noted.

Event description:
N/a.

Event description:
A facility reported a certas valve was implanted via v-p shunt on (B)(6) 2023 with unknown setting. Symptoms did not improved and in (B)(6) shunt imaging was performed. Valve obstruction was suspected, therefore, the valve was removed and replaced on (B)(6) 2023. According to information provided, symptoms are unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.